Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a flow sensor issue preventing mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the flow sensor failure was not a diaphragm that was stuck open. There was no reportable malfunction.